Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley location. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage.

Event description:
It was reported that after a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) instrument wire was torn. No fragment fell inside the patient. The procedure was completed. No known patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, no further details could be provided.